Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of my coils has migrated/one essure device was missing/ left essure in but no right essure/ essure coils are apparently present on left but not right") and genital haemorrhage ("heavy bleeding/heavy periods exacerbated after essure insertion") in a female patient who had essure (batch no. 827946) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following essure placement procedure" and medical device monitoring error "I had an ablation done the same day/ patient underwent a dilation and curettage, hysteroscopy and novasure ablation with the essure on (B)(6) 2012". The patient's medical history included general anaesthesia, endometrial ablation, arthroscopy l knee in 2010, multigravida, parity 5, live birth on (B)(6) 2001, live birth on (B)(6) 2003, live birth on (B)(6) 2004, live birth on (B)(6) 2007, live birth on (B)(6) 2011, miscarriage, d & c, hysteroscopy, endometrial ablation, painful intercourse, heavy periods, cervical polyp and abdominal pain. Previously administered products included for blood pressure: lisinopril. Concurrent conditions included obesity, sleeve gastrectomy, weight loss, obesity and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("x-ray revealed that one coil was missing"), pelvic pain ("constant pain/pain on right side/persistent pain in the pelvic / right lower abdomen (constant persistent, sharp pain)"), headache ("constant headaches/headaches"), mood swings ("mood swings"), ovarian cyst ("cysts on ovaries"), tooth loss ("lost teeth"), swelling ("swell up week before my menstrual period"), fatigue ("fatigue"), tooth fracture ("dental problems/broken teeth"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), ulcer ("ulcers"), allergy to metals ("may sensitive to the materials/(nickel)/hypersensitivity reaction to nickel"), investigation noncompliance ("she did not undergo an essure confirmation test"), abdominal pain lower ("persistent pain in the pelvic/right lower abdomen") and menorrhagia ("heavy periods exacerbated"). The patient was treated with ibuprofen, ibuprofen (motrin), paracetamol (tylenol regular) and surgery (hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, mood swings, ovarian cyst, tooth loss, swelling, tooth fracture, mental disorder, ulcer, allergy to metals and investigation noncompliance outcome was unknown and the genital haemorrhage, pelvic pain, headache, fatigue, abdominal pain lower and menorrhagia had resolved. The reporter provided no causality assessment for device dislocation, device expulsion, genital haemorrhage, headache, mood swings, ovarian cyst and pelvic pain with essure. The reporter considered abdominal pain lower, allergy to metals, fatigue, investigation noncompliance, menorrhagia, mental disorder, swelling, tooth fracture, tooth loss and ulcer to be related to essure. The reporter commented: left- 3 coils noted at the external os of the fallopian tube right- 4 coils were noted at the external tubal os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.1 kg/sqm. X-ray - on an unknown date: results: one coil was missing; on an unknown date: left essure in but no right essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bleeding, pelvic pain quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there ¡s no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the consumer, regulatory authority or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-mar-2019: medical records received : lot number added. Verbatim ¿essure coils are apparently present on left but not right¿ clubbed with event ¿device dislocation¿. Product insertion date updated. Reporter information updated. Patients' medical history added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number:(B)(4)) on (B)(6)2014. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of my coils has migrated/one essure device was missing/ left essure in but no right essure/ essure coils are apparently present on left but not right") and genital haemorrhage ("heavy bleeding/heavy periods exacerbated after essure insertion") in a female patient who had essure (batch no. 827946-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following essure placement procedure" and medical device monitoring error "I had an ablation done the same day/ patient underwent a dilation and curettage, hysteroscopy and novasure ablation with the essure on (B)(6) 2012". The patient's medical history included general anaesthesia, endometrial ablation, arthroscopy l knee in 2010, multigravida, parity 5, live birth on (B)(6)2001, live birth on (B)(6) 2003, live birth on (B)(6)2004, live birth on (B)(6)2007, live birth on (B)(6)2011, miscarriage, d & c, hysteroscopy, endometrial ablation, painful intercourse, bleeding menstrual heavy, cervical polypectomy and abdominal pain. Previously administered products included for blood pressure: lisinopril. Concurrent conditions included obesity, sleeve gastrectomy, weight loss, obesity and vaginal bleeding. On(B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("x-ray revealed that one coil was missing"), pelvic pain ("constant pain/pain on right side/persistent pain in the pelvic / right lower abdomen (constant persistent, sharp pain)"), headache ("constant headaches/headaches"), mood swings ("mood swings"), ovarian cyst ("cysts on ovaries"), tooth loss ("lost teeth"), swelling ("swell up week before my menstrual period"), fatigue ("fatigue"), tooth fracture ("dental problems/broken teeth"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), ulcer ("ulcers"), allergy to metals ("may sensitive to the materials/(nickel)/hypersensitivity reaction to nickel"), investigation noncompliance ("she did not undergo an essure confirmation test"), abdominal pain lower ("persistent pain in the pelvic/right lower abdomen") and menorrhagia ("heavy periods exacerbated"). The patient was treated with ibuprofen, ibuprofen (motrin), paracetamol (tylenol regular) and surgery (hysterectomy with essure removal). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device expulsion, mood swings, ovarian cyst, tooth loss, swelling, tooth fracture, mental disorder, ulcer, allergy to metals and investigation noncompliance outcome was unknown and the genital haemorrhage, pelvic pain, headache, fatigue, abdominal pain lower and menorrhagia had resolved. The reporter provided no causality assessment for device dislocation, device expulsion, genital haemorrhage, headache, mood swings, ovarian cyst and pelvic pain with essure. The reporter considered abdominal pain lower, allergy to metals, fatigue, investigation noncompliance, menorrhagia, mental disorder, swelling, tooth fracture, tooth loss and ulcer to be related to essure. The reporter commented: left- 3 coils noted at the external os of the fallopian tube right- 4 coils were noted at the external tubal os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.1 kg/sqm. X-ray - on an unknown date: results: one coil was missing; on an unknown date: left essure in but no right essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bleeding, pelvic pain quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there ¡s no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the consumer, regulatory authority or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: update of information (batch is invalid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.